Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/01/2018 that on (B)(6) 2018 the receiver unexpected receiver shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver unexpected receiver shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. Receiver download and functional test could not be performed because receiver does not turn on. The receiver case was opened, the internal inspection failed with an activated moisture detection sticker and moisture damage to main board. The reported event of unexpected receiver shut-down was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4). "Receiver download and functional test could not be performed because receiver does not turn on. The reported event of unexpected receiver shut-down was undetermined. The root cause could not be determined."

Event description:
Functional testing could not be performed because receiver does not turn on. The receiver log was downloaded, unexpected shutdown was observed. The reported event of unexpected receiver shut-down was confirmed. The root cause was determined to be moisture damage.